Event description:
The customer reported that the jaws of the instrument could not be opened. The site contact was not able to provide add'l details regarding the incident or device. There was no pt injury related to the case.

Manufacturer narrative:
(B)(4). To date the incident sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.